Event description:
On (B)(6) 2004, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder bifurcated endoprostheses. It was reported that during the initial implant procedure the trunk was implanted ~1cm distal to the intended implantation site due to incorrect c-arm orientation. Reportedly, no migration of the device has occurred. On (B)(6) 2014, follow-up imaging identified a proximal type I endoleak with aneurysm enlargement (amount unknown). It was reported there was nothing about the patient¿s anatomy that caused or contributed to the endoleak. On (B)(6) 2014, an intervention was performed to treat the endoleak whereby the two gore excluder bifurcated endoprostheses were relined with two contralateral leg components. Additionally, two aortic extender components were implanted to provide proximal extension. Final angiography showed resolution of the endoleak and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.concomitant medical products: patient medications include warfarin, xarelto, atorvastatin, hydrocortisone, vitamin d3, midodrine, fludrocortisone, avodart and tamsulosin.